Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a 11-month-old male patient who received haleon toothbrush (dr. Best cool kids) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On (B)(6) 2023, the patient started dr. Best cool kids. On an unknown date, an unknown time after starting dr. Best cool kids, the patient experienced accidental device ingestion by a child (serious criteria haleon medically significant and other: haleon medically significant) and product complaint. The action taken with dr. Best cool kids was unknown. On an unknown date, the outcome of the accidental device ingestion by a child and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to dr. Best cool kids. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on 10aug2023. The consumer reported that," two days ago I purchased a dr. Best baby toothbrush for the age of 0-2 from when I brushed my eleven month old son's teeth with it, the plastic bristles fell out and were in my child's mouth. Please call back this product. This is extremely dangerous for children of this age see the appendix for the corresponding images". Follow up information was received on 10aug2023. The secondary lot number was added as 31173. The follow up information was received on 17aug2023 by quality assurance department for case number: (B)(4) for unknown lot number. Investigation evaluation: 2023-08-17 11:11:59: complaint response (B)(4) condition of complaint sample(s), description of complaint classification: critical receipt sample: schiffer didn't receive the sample for investigation, yet. "Ladies and gentlemen I got a baby toothbrush from dr. Bought best for the age of 0-2 years from on the in . When I used this to brush my old son's teeth, the plastic bristles fell out and were in my child's mouth. Please recall this product. This is extremely dangerous for children of this age! You will find the corresponding images in the appendix. Greetings" notice : the following details assume that it is product of schiffer. Root cause analysis the review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. Photo documentation. Complaint conclusion: based on the investigation performed , the complaint was concluded as unsubstantiated. The pqc number was reported as (B)(4). The product batch lot number was updated from 31173 to unknown. The follow up information was received on 31aug2023, the lot no updated to 31173 from unknown.

Manufacturer narrative:
Argus case: (B)(4).

Event description:
The plastic bristles fell out and were in my child's mouth [accidental device ingestion by a child] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a 11-month-old male patient who received haleon toothbrush (dr. Best cool kids) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On (B)(6) 2023, the patient started dr. Best cool kids. On an unknown date, an unknown time after starting dr. Best cool kids, the patient experienced accidental device ingestion by a child (serious criteria haleon medically significant and other: haleon medically significant) and product complaint. The action taken with dr. Best cool kids was unknown. On an unknown date, the outcome of the accidental device ingestion by a child and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to dr. Best cool kids. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on 10aug2023. The consumer reported that," two days ago I purchased a dr. Best baby toothbrush for the age of 0-2 from when I brushed my eleven month old son's teeth with it, the plastic bristles fell out and were in my child's mouth. Please call back this product. This is extremely dangerous for children of this age see the appendix for the corresponding images". Follow up information was received on 10aug2023. The secondary lot number was added as 31173.